Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the increase incidence of PICC flicking up into internal jugular 1-2 days post insertion. PICC inserted under fluro and placed deep into right atrium. Hospital note this generally happened 1-2 times per year, in the last six weeks increased occurrence. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the PICC flipped up into the internal jugular was confirmed, but the exact cause could not be determined from the image that wase provided for investigation. The fluoroscopic image is of the frontal right upper chest. There is a right sided PICC with its tip overlying the right internal jugular vein. No contrast is present on the study. While the tip displacement was confirmed from the provided image, the exact cause of the reported event could not be determined. The instructions for use (IFU) states, ¿exceeding the maximum flow rate of 5 ml/sec or the maximum pressure of power injectors of 300 psi, may result in catheter failure and/or catheter tip displacement.¿ the IFU also states, ¿this is not a right atrium catheter. Avoid positioning the catheter tip in the right atrium.¿ the IFU also states, ¿verify catheter tip location radiographically.¿ instructions for dressing and securing the catheter are also provided in the IFU. A lot history review (lhr) of redz1590 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the increase incidence of PICC flicking up into internal jugular 1-2 days post insertion. PICC inserted under fluro and placed deep into right atrium. Hospital note this generally happened 1-2 times per year, in the last six weeks increased occcurrence. No other information was provided.